Event description:
It was reported that pump displayed malfunction alarm due to detected software error while customer was using insulin pump in ireland, and no notable events occurred before alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if alarm appeared again, and no device return or replacement was arranged.